Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a t-pal advanced applicator disengaged from implant in the closed position during repositioning, while repositioning of the implant. It is unknown if fragments were generated, surgery delayed or what the patient status or outcome. Concomitant device reported: unknown tpal implant (part# unknown, lot# unknown, quantity# 1). This report is for one (1) t-pal spacer applicator knob. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the t-pal cage did not pivot correctly and moved too far anterior. The implant disengaged from the applicator during repositioning and the implant could not be repositioned. It was noted the applicator was not closed and not in the release position. There was no back up device used. The cage could not be positioned correctly. It was noted there was delay in the procedure while multiple attempts were made to reposition the cage; the exact length of the delay is unknown.